Event description:
Ous MDR - boston scientific received information that approximately six weeks post implant, a follow up visit revealed this atrial lead was not capturing. An x-ray revealed the lead was dislodged. The patient with this lead is not pacemaker dependent and this did not result in asystole greater than two seconds. A decision was made to perform a lead revision. During the revision procedure, this lead and the right ventricular lead were successfully repositioned. No adverse patient effects were reported.; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.